Event description:
There was an allegation of a sample-related interference in relation to a questionable creatine kinase-mb result for 1 patient sample on a cobas c 303 analytical unit. The initial ck value was 484 u/l. The repeat result was 487 u/l. An enzymatic ck-mb value was 816 u/l, accompanied by an alarm of obs.rr. This alarm indicates that the onboard stability of the reagent pack used for this test has expired while it was on the reagent disk. A repeat result was 820 u/l, accompanied by the alarm of obs.rr again. The sample was sent to an external laboratory for verification, where the ck-mb result was low and undetectable utilizing an immunoassay method (mass measurement). The elevated result on the c 303 analyzer was repeatable and exhibited normal kinetics.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The qc for both ck and ck-mb was acceptable. There were many alarms of abnormal aspiration (sample pipetter) before and after the date of the event. This can be consistent with poor pre-analytical handling. The investigation determined that the root cause is most likely related to the macro-ck forms and no product issue was found. Per product labeling, " in patients with a disposition to macro-ck formation, implausibly high ck-mb values may be measured in relation to the total ck, since the macroforms mainly consist of ck-b subunits."